Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted in the hospital on (B)(6) 2016. Customer delivered 250 units and rushed to hospital to prevent low episode. The customer blood glucose was stabilized. Customer was off the pump for 1 hour prior to admission. Customer was advised to monitor pump and blood glucose.